Manufacturer narrative:
Clarification d.6b explant date: device was explanted and replaced, but explant date was not provided. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported "moderate loss of nipple sensation and skin hypersensitivity and asymmetry". Later patient reported "rupture confirmed via "3d sonogram"". Later healthcare professional reported "rupture confirmed via ultrasound". This record is for the right side. Device was explanted and replaced.